Event description:
During a lead extraction procedure to remove two non-functional cardiac leads, a 12f glidelight laser sheath was initially used, however, the laser sheath got stuck on the lead and the physician had to cut the laser sheath to remove it from the patient. The physician upsized to a 14f glidelight and the case was completed successfully. No injury occurred to the patient and he was discharged per operative plan. This event is being reported because of the risk of injury with recurrence.

Manufacturer narrative:
The device involved in this case has been evaluated, however, results of the investigation are still pending. A follow-up report will be sent once the conclusion of the investigation has been determined.

Manufacturer narrative:
Catheter investigation summary - the visual inspection of the glidelight found that approximately 3-5 cm of the distal tip of the catheter had been removed, but was not returned with the rest of the device. The remaining inner lumen was checked with 0.107 inch patency mandrel. The patency mandrel was difficult to slide through the lumen but passable. The ID was tight from the bifurcate through the majority of the shaft, but passable. The inner lumen when opened did not show any inner liner delamination and the lhr review showed that the catheter passed patency in production. The lead that was removed in this case had a 7f (0.092in) od. This catheter with an ID of 0.107in should have been compatible with a 7f lead unless other material was present, however the report from the field was that there was nothing to cause any binding on the lead. The inner lumen was marginal from an ID perspective but for the od of the lead that the catheter was being used for should have passed through easily. The case was able to be completed by upsizing to a 14f device with no additional issues.